Event description:
It was reported that the mobile app unexpectedly froze while customer was attempting to load a cartridge, and the customer was unable to complete the load process. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer resolved the issue on their own.